Manufacturer narrative:
Product was received for analysis. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen presents a large radius bend over the distal 6.60cm (consistent with tensile loading) and extensive skive damage over the distal 38cm in a proximal to distal orientation. The specimen also includes a 21+cm long detached segment of polymer jacket material. A review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The complaint of damage is confirmed. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that clinical and/or procedural factors may have impacted on the event as reported.

Event description:
Event description: when they were pulling or removing the zipwire guidewire out of the patient at the end of the case, some of the coating was stripped off of the guide wire. No part of the device that fell off inside the patient. Everything was still attached. They were able to removed everything from the patient. They were already finished with the case when the issue occurred. They completed the case with this device. The patient was not harmed. There was no visible damage on the device and its packaging prior to use.